Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the instrument´s tip broke. Instrument fragment remained in patient.

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On 17-mar-2017: medical records received. After review of the medical records for MDR reportability, the notes indicate "while checking the tool used to hammer in the femoral component, dr. (B)(6) confirmed that it was exactly this point that had broken off, i.e. The tip of the hammer". At this time, it is reasonable to conclude that the "tip" they are speaking about is the inserter that is already reported. The patient doesn't wish to have the piece removed and they do not expect the patient to experience any functional impairments. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.